Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, dislodgement of the subject atrial lead was confirmed with x-ray one week after implantation. A re-intervention was performed. The subject lead, with tines, could not be fixed properly and threshold was unstable. A lead with active fixation was implanted instead, and the subject lead was discarded.

Event description:
Reportedly, dislodgement of the subject atrial lead was confirmed with x-ray one week after implantation. A re-intervention was performed. The subject lead, with tines, could not be fixed properly and threshold was unstable. A lead with active fixation was implanted instead, and the subject lead was discarded.